Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump has clutch and plunger head problems. "No adverse patient effects were reported by the customer".

Manufacturer narrative:
No product was returned; however, a photo was submitted for investigation. Upon review, the reported issue was confirmed. The root cause could not be determined. The service history review identified an indication that the complaint was related to a service of the device outside of the review period. B3: unknown, corrected data: health effects corrected.